Event description:
It was reported that this right ventricular (rv) lead exhibited an increased threshold output of 5 volts at 0.4 milliseconds which was found upon performing post-implant device check. In addition, this rv lead also exhibited lead dislodgement. Consequently, the settings were adjusted to 6 volts at 1 millisecond. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to infection. No adverse patient effects were reported.